Event description:
The affiliate reported: the proximal connector of the unused new valve fell off during implantation, when they try to fix it. The affiliate was asked how did they resolve the issue? Did they use another valve? Affiliated response, yes during the same procedure. No patient injured and the op wasn't significantly prolonged.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when the valve was received was 110mmh2o. The connector and silicone housing were examined under microscope at appropriate magnification; the connector and the form in the molded silicone housing were not damaged, however it does indicated that the silicone housing has taken the shape of the connector. The connectors are molded into the silicone housing and a pull test is done on each lot consisting of three valves per lot. In addition, the leak and pull tests are established at a 100%. It is not possible to determine the exact root cause; however it might be possible the problem may have been caused from user handling. This however could not be confirmed. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.